Event description:
It was reported that when using the bd pyxis¿ es server during a recent cerner emr downtime, our pyxis devices did not automatically switch to critical override mode, even though the auto-enable downtime setting is configured for 15 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the devices did not automatically go into critical override. A technical support specialist (tss) advised the customer to logged into patient encounter system (pes) and navigate to settings, facilities, bon secours community and auto critical override tab. These settings needed to be configured so that devices would automatically go into critical override. Tss verified with the customer that all four settings under auto critical override needed to be set correctly and to ensure the enable critical override checkbox was enabled. The customer acknowledged the steps from the tss. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server during a recent cerner emr downtime, our pyxis devices did not automatically switch to critical override mode, even though the auto-enable downtime setting is configured for 15 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.